Event description:
It was reported that this programmer was refreshing, however the screen only halfway refreshes. This occurred during a threshold test. Rhythmcare discussed that wireless telemetry, electromagnetic interference is most likely the cause. This device remains in service. No adverse patient effects were reported.